Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level was reported to be 257.4mg/dl. It was reported that the customer had absence of insulin flow blocked alarm. Troubleshoot was reported to be conducted. It was reported that the customer would be sent tubing clamps in order to complete troubleshoot.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
The pump passed the delivery accuracy test.